Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support educated the caller to wait for prompts from the mobile app before changing cartridges and is sending a replacement pump with updated software. The customer will use a backup therapy to ensure insulin delivery is not interrupted and was instructed to return the problematic pump to tandem.